Event description:
It was reported that the patient experienced dizziness and fatigue. Interrogation revealed an increase in ventricular threshold to 2.5 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.